Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and during the operation, vizigo¿ was unable to deflect or relax completely. Another device was used to complete the surgery. There was no adverse event reported on patient. Additonal information was received. It was reported that the curve of the catheter was stuck/jammed in a full deflected position. The knob/piston was unable to be turned and/or pushed up and down.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and during the operation, vizigo¿ was unable to deflect or relax completely. Another device was used to complete the surgery. There was no adverse event reported on patient. Additonal information was received. It was reported that the curve of the catheter was stuck/jammed in a full deflected position. The knob/piston was unable to be turned and/or pushed up and down. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the deflection mechanism failed since the puller wire was found detached from the ferrule inside the handle. Additionally, no deflection stuck condition was observed during the product investigation. Due to the puller wire issue, a supplier investigation was requested, and it was determined that this type of failure was related to the manufacturing process since the puller wire was pulled from the crimp tube. Corrective and preventive actions were initiated to address the issue with crimp tube tensile below specification. Flat bottom indenters were added to the crimping machine. Due to the deflection issue observed during the analysis, this failure could be related to the deflection stuck reported by the customer; therefore, the customer complaint was confirmed. The root cause of the puller wire detachment was related to the manufacturing process as the crimp tube was not attached to the puller wire correctly. Device history record was performed for the finished device 00002424 number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being followed to reduce this failure mode. Correction to d4. Primary UDI number: the corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. G1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).